Event description:
Further information was received indicating that the patient's vns battery has fully depleted, and the seizures are persisting. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent prophylactic generator replacement. The explant facility is known to discard all explants. No additional relevant information has been received to date.

Event description:
Clinic notes and a surgery referral form were received as part of the generator replacement referral process for a vns patient. Per the surgery referral form, the reason for generator replacement is battery depletion. The clinic notes mentioned that the patient is having more seizures at night and when wakes up he is moody, and that he is in need of a new vns battery. Later in the notes the physician states that patient's battery is depleted and needs replaced, implying that physician is alleging a relationship between the current battery status and the "more seizures" the patient is experiencing. However, the vns therapy session report indicates the generator is at an intensified follow up indicator (ifi)=yes status. Therefore, the amount of programmed therapy is expected to be delivered and there should not be a loss of vns therapy at this time. No other relevant information has been received to date. No known surgical intervention has occurred to date.